Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 9- overfill alarm) that occurred during the load process. Reportedly, the cartridge was filled with 400 units of insulin. The customer successfully loaded a new cartridge. The customer's blood glucose (bg) level was over 300mg/dl and a manual injection was administered to address the bg level.